Manufacturer narrative:
The device was received on december 12, 2016 and evaluated by the manufacturer on december 20, 2016. Visual examination confirmed needle separation, as was reported by the customer. The hypodermic needle was returned alongside the microtip and was observed as fracturing at the braze joint seam. A portion of needle remained joined inside of the brazed horn. This is the highest stress point along the length of the needle. There was no indication of severe side loading; however pitting and demarcations at the distal end of the hypodermic needle indicate significant contact with the case nose assembly sheath. Contact is consistent with normal use; however, the extent of demarcation along the needle indicates aggressive technique. Functional testing could not be performed due to the state in which the device was received. Patient information was requested, however was unavailable. The failure cause was two-fold. A material defect, exacerbated by mechanical stress from improper technique by the user, resulted in the needle break. The device did cause/contribute to the failure.

Event description:
Per the information provided, the microtip primed successfully however the doctor and staff noticed the sound the device was making was not the familiar sound. The microtip was removed several times during the first 2 minutes of the procedure and the needle was intact within the sheath. After 2 minutes the doctor decided to get another kit. At that time the device was removed from the patient and the needle had broken off. The procedure was completed with a second microtip. There was no harm or injury to the patient. The patient is reported as doing well.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. Per the contact, it is being sent out. Upon completion of the evaluation, a supplemental MDR will be filed.

Event description:
Per the information provided, the microtip primed successfully; however, the doctor and staff noticed the sound the device was making was not the familiar sound. The microtip was removed several times during the first 2 minutes of the procedure and the needle was intact within the sheath. After 2 minutes, the doctor decided to get another kit. At that time the device was removed from the patient and the needle had broken off. The procedure was completed with a second microtip. There was no harm or injury to the patient. The patient is reported as doing well.